Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient passed away while on the liberty select cycler. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3, h10 (plant investigation) plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. A system air leak test and valve actuation test were performed and passed. The internal inspection of the cycler found no discrepancies. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient passed away while on the liberty select cycler. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. No issue was reported regarding the patient¿s treatment, or the liberty select cycler prior to the death. The patient¿s health status is unknown. Although maintenance dialysis prevents death from uremia, mortality among patients with end-stage kidney disease (eskd) remains high. Among patients with eskd, cardiovascular disease is the cause for approximately 50 percent of deaths. Additionally, there are a large number of risk factors that are unrelated to the dialysis procedure have been associated with decreased survival among patients on dialysis. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient passed away while on the liberty select cycler. Attempts to obtain additional information were unsuccessful.